Event description:
N/a.

Manufacturer narrative:
Updated fields: short description, a1, d4, d9, g3, g6, h2, h3, h4, h11. Device history records (DHR) - the product code 823100 with lot 6678691 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - the position of the cam when the valve was received was at setting 110mmh2o. The valve was visually inspected: no defect noted. The valve failed for leak test: failed due to hole in the housing. The valve was dismantled and examined under microscope at appropriate magnification: leakage was observed. Root cause analysis - the root cause for the leakage issue is due to human misuse: silicone has a low cut and tear resistance. Do not use sharp instruments when handling the silicone valve or catheter; use shod forceps. Cuts or abrasions from sharp instruments may rupture or tear the silicone components. Do not fold or bend the valve during insertion. Incorrect insertion may cause rupture of the silicone housing.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that after closure of the implantation site during a hakim valve implantation procedure, cerebrospinal fluid leak was observed from the lumen between the anterior chamber and the valve. The procedure was completed with a replacement product available. No surgical delay and no patient consequences were reported.